Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: the surgeon stated that one of his partners allegedly observed a recent vaginal cuff dehiscence but that the cause of this was a possibility of premature suture degradation.